Event description:
It was reported there was a patient fall resulting in which the patient allegedly sustained a hip fracture requiring medical intervention. The user facility reported an incompatible footboard had been placed on the unit. The footboard prevented bed exit from being set on the bed.

Event description:
It was reported there was a patient fall resulting in unspecified injury. The user facility reported an incompatible footboard had been placed on the unit. The footboard prevented bed exit from being set on the bed. The user facility was not willing to disclose any detail related to the alleged injury.

Manufacturer narrative:
The user facility indicated they had placed the footboard from another bed model onto the bed involved in the alleged incident. This would have precluded bed exit from being set. No malfunction is alleged.

Manufacturer narrative:
Follow-up submitted with updated executive summary noting the patient allegedly sustained a hip fracture requiring medical intervention.